Event description:
It was reported that the patient had an 'infection." The pump was explanted and patient was being treated orally. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk.